Event description:
It was reported that the device was explanted after implant duration of zero days. (Through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair. Per the operative report, the ring was implanted and once the patient came of pump, "at least a mild, in some views, moderate jet of insufficiency" was noted. It was their decision that the repair was not sufficienct, therefore, "the annuloplasty ring was removed."

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 0.5 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary stenosis and subvalvular thrombus.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another related event. Device not returned.